Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image disappears caused by cable disconnection depending on its position due to internal stresses and a faulty cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the hd camera head had a broken cable which lead to disturbances of the picture. There were no reports of patient harm. Additional information was requested but details were not known or provided by the reporter.

Manufacturer narrative:
Updated fields: b3, b5, h4 corrected fields: e3 (information was inadvertently missed on the initial) additional information was obtained from the customer and added to section b3 and b5 of this report. The manufacturer date was also provided. Olympus will continue to monitor field performance for this device.

Event description:
The therapeutic procedure was completed using a different device with about a half an hour delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "images are not displayed" occurred due to a cable failure. However, the cause of the cable failure could not be identified and the root cause could not be determined. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.